Event description:
It was reported that the handpiece was leaking fluid following the cleaning process and prior to sterilization. There was no pt involvement.

Manufacturer narrative:
The handpiece was not returned to the MFR for investigation. Based on the alleged complaint, red fluid that the customer describes is most likely mobil 28, the lubricant that can be found in all stryker handpieces. The material is tested for toxic effects by the MFR and is not a toxic substance. A small residual amount may be seen after the first autoclave cycle due to the liquidity of material in difficult to reach areas.